Event description:
The patient had a micl12.6 implantable collamer lens implanted on (B) (6) 2008 and reported cloudy vision due to the start of a cataract, on the patient post-treatment follow up form @18 months. Additional information has been requested but not yet received. If any additional information is obtained, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B) (4) - cloudy. (B) (4).